Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2259.

Event description:
It was reported that the patient experienced ineffective therapy. L5 lead exhibited high impedances. Reprogramming was attempted and effective therapy was not established with 2 of 3 leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads were impacted.

Manufacturer narrative:
The patient is no longer experiencing ineffective therapy. There is no device malfunction. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that reprogramming was able to restore effective therapy.